Event description:
Report received from attorney stating "surgeon could not safely remove the entire pacemaker because one component part-a lead wire model number 330 801 also mfg by the defendants-was attached to her heart. Said lead wire, which was required to be left in plaintiff's body after the surgery, is not connected to the new pacemaker and is not required for its operation. Said lead wire had broken." Co currently has no medical confirmation and is continuing to investigate this event.